Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-apr-2024, UDI#: (B)(4). H3. Analysis of the communicator was completed and found upon visual observation that the micro usb charge port was loose. The device passed the bench test, but an electrical failure was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past three weeks to a month, their handset and communicator had not been holding a charge/they were depleting. The patient stated that they were charging them both three times a day, and they had tried different cords and outlets, but they were still not holding a charge.